Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2010. It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported bi-polar disorder, paranoid schizophrenia, and attention deficit hyperactivity disorder (adhd) are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported muscle spasms is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: fracture, perforation, ivc stenosis, difficult to retrieve, tilt, pain, bi-polar disorder, anxiety, paranoid schizophrenia, attention deficit hyperactivity disorder (adhd), and muscle spasms. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Manufacturer narrative:
Exemption number e2016032 . William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113 . Device code(s): appropriate term/code not available (3191) - device tilt, appropriate term/code not available (3191) - device perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right iliac vein due to prophylactic precautions. Patient alleges tilt, vena cava perforation, fracture, device is unable to be retrieved, organ perforation, two fractured filter legs embedded into l3 vertebral body, lower back pain, ivc stenosis. Patient further alleges bi-polar disorder, anxiety, paranoid schizophrenia, attention deficit hyperactivity disorder (adhd) , muscle spasms. Per CT, (B)(6) 2017: ivc filter in place. Ivc filter with its apex at the t12-l1 disc space level. Ivc filter in place with several tines that have migrated external to the expected ivc including 2 tines extending into a marginal osteophyte of l3 (tines appear fractured/separated), another projecting to the expected region of the abdominal aorta, and an additional tine extending to the expected region of the duodenum. An additional tine appears fractured/separated but remains within the ivc lumen. Unclear whether this may contribute to pain. Outpatient interventional radiology referral may be of benefit to evaluate feasibility of/indications for removal. Per CT, (B)(6) 2017: two linear metallic densities embedded in the l3 vertebral body, likely fracture struts of prior indwelling ivc filter.single linear metallic density, likely a fractured strut of prior ivc filter, coursing through the left lateral wall of ivc at the level of l2 vertebral body. Per retrieval report, (B)(6) 2017:: venogram with straight flush catheter below the inferior vena cava filter demonstrating the filter to be tilted with several malpositioned legs including two legs implanted in the l3 vertebral body and a prong projecting to the region of the aorta. Successful removal of the inferior vena cava filter using endobronchial forceps. Post ivg filter removal venogram demonstrating three fractured legs outside of the inferior vena cava including two likely embedded in the l3 vertebral body and an additional small fractured leg projecting anteriorly, likely just outside the wall of the ivc. Venogram demonstrates mild stenosis of the infrarenal ivc however there are good flow dynamics. Per CT, (B)(6) 2019: single strut fragment is noted from probable prior ivc filter adjacent to the left lateral aspect of the ivc filter below the left renal vein ivc confluence. Additional strut fragment is seen posterolaterally within the lumen of the ivc on the right at a similar level. Inferior vena caval filter strut fragments with 2 identified.